Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results compared to another meter. The reporter was unable to recall the exact readings, but reported that the otviq meter was reading "40mg/dl" points higher than the freestyle meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.